Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's detachable battery cable was replaced to address the issue.